Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited low sensing parameters despite several repositioning attempts. After several attempts the helix could not be deployed. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that during the procedure the lead was unable to 'cross' and was less maneuverable.